Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the physician attempted to place the lead for his pacing but was unable to get the lead to stay in the desired location. Another type of lead was implanted instead. No patient complications have been reported as a result of this event.